Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device in good condition with no appearance of any physical damaged. No visible contamination. The pump event history showed base hardware failure and battery communication timeout errors in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, during power up process. The interconnect board does not operate as intended which is also causing the battery communication timeout error. The root cause of the reported issue was unable to be determined, the battery was operated as intended. The technician replaced the interconnect board. Performed power up process and device passed all the functional test.

Event description:
It was reported that a base hardware failure error and battery reading shows n/a was observed. No patient injury was reported.